Event description:
The customer reported that he fell into a lake while wearing the insulin pump, but the device continued functioning. Then later, the customer attempted to bolus and nothing happened. The customer put it back the device into a bag of rice and counted up to three, but the insulin pump died again. Troubleshooting was performed, and the customer mentioned that the drive support cap was protruded. The caller stated that the drive support has been loose for over two years and noticed that the cap was loose when he was priming. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched display window and moisture damage on the electronic assembly. The device had a protruded/loose drive support disk and broken motor slide tip.